Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred once while in patient use. Use of the device continued, until the device was replaced the next day. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, a program execution error, system reboots error code was discovered in the event log and confirmed as an inoperative alarm. The device's main board was replaced to address the issue.